Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls (qc) were within range on the day of the event and matched with previously obtained qc results. The customer checked for clots in the sample tube. No clots or fibrin were found. The ccc specialist assisted the customer in troubleshooting of the instrument. The ccc specialist verified the sample handling, repeated and confirmed the result. The ccc specialist reviewed qc and calibration data, which were within range. The cause of the discordant, (B)(6) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, (B)(6) result was obtained on one patient sample on an advia centaur xp instrument. The discordant result was reported to the physician(s). The customer reported that the patient was a known (B)(6) patient, therefore the sample was sent for (B)(6) testing and found to be (B)(6). The sample was repeated on the same instrument, resulting (B)(6). The corrected result was reported to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, (B)(6) result.